Manufacturer narrative:
Based upon the available information the incident is deemed a reportable malfunction. The dressing was not used. The primary packaging and secondary packaging includes statement and/or symbols "do not use if packaging is damaged".

Event description:
"During additional country specific labelling for kuwait, three pouches were found with product trapped through the seal" photos depicting the reported complaint were provided by the complainant.